Event description:
On september 22, 2006 the lay user/patient contacted lifescan alleging a power issue (does not turn on) with her one touch ultra meter. The medical affairs specialist listened to the call between the patient and customer care advocate to obtain/verify the following information. On september 22, 2006 morning, the patient attempted to test her blood glucose when she first woke up but the meter would not turn on so she went to the senior center to get her blood glucose tested. At the time of concern, the patient had symptoms of dizziness, drowsiness, and nervousenss and had not eaten her breakfast. At 8:45am, the patient reportedly got a blood glucose result in the "40-50's mg/dl" and was treated with orange juice. Her blood glucose was "70's mg/dl" after having the juice and left the senior center around 1pm with a blood glucose result of "89 mg/dl. " the customer care advocate verified that the meter would not turn on with power button and a test strip insertion. The cca noted that the battery was not replaced per the owner's manual. The cca walked the patient through troubleshooting and now the meter would not turn on after reseating the battery. This complaint is being reported because the patient was unable to test on her meter while having symptoms. The patient sought assistance and was treated for low blood glucose. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.